Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an abrasion on his right side that bled. The patient consulted his physician who recommended wearing the lifevest as much as possible. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.